Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pulmonary embolism. It was reported that the patient was admitted with acute chest pain and dyspnea found to have a pulmonary embolism suspected to be provoked by recent atrial fibrillation ablation with right femoral vein access, it was treated with a heparin infusion with symptomatic improvement and clinical stability. It is unknown if the device is expected to be returned. It was further reported that the patient was discharged (B)(6) 2026 following procedure and received imaging while they were at the facility. ER report (B)(6) 2026 and discharged (B)(6) 2026.